Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the tingling remains unknown. It was also stated that the rep and the health care provider (hcp) think that the patient was very sensitive to the impedance check so only therapy impedances will be checked each time rather than all of the electrodes.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: synchromed ii neuro pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during an impedance test, the patient felt tingling all over their body while the stimulation was turned off. It was confirmed that all impedances were within normal range. The voltage on the implantable neurostimulator (ins) was reduced but the issue was not resolved so the ins was again turned off. It was stated that the patient felt pain that was like an electrical current running through them. After 15 minutes and moving patient out of an eeg room, the ins was again turned back on at a lowered voltage; the patient felt more relaxed but still experienced the "electrical pain". It was reported that the patient also has a pump but this pain was different. A slight return of tremors was also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.